Event description:
During the procedure, the hook bovie dissector broke at the hook site into the abdominal cavity. The broken hook was retrieved laparoscopically by the surgeon and was noted to be intact without any pieces missing. Pictures were taken and the instrument was appropriately secured. Dates of use: 2009 - 2 hours. Diagnosis or reason for use: laparoscopic cholecystectomy. Event reappeared after reintroduction: no.